Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that pt suffered serious bodily injuries, including, but not limited to, extreme pain, vaginal erosion, dyspareunia, abdominal and pelvic pain, recurrence of urinary incontinence, additional surgery and/or other injuries, as well as significant mental and physical pain and suffering. No additional information was provided.